Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases, brown particles and one curved opening. A leak test was performed which identified openings. A microscopic analysis was performed which identified: one sharp opening, partial delamination of plug strap disk shell, wear abrasion and more than three striated openings. A dimension measurement in the shell was performed which identified the thickness was within specification. A fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening assessed as an unidentified (tear) opening, more than three striated openings assessed as surgical damage and partial delamination of plug strap disk shell due to adhesive failure.

Event description:
Healthcare professional additionally reported right side "creases".